Manufacturer narrative:
The customer complaint of cracked light houses was not confirmed or replicated since no product was returned for investigation. The pump module lighthouse is made out of nylon 12, polyamide 12 material which features excellent resistance to chemicals and has an exceptionally strong resistance to cracking under stress. To ensure the pump module lighthouse remains in good condition the use of the recommended cleaning products and correct cleaning and inspection procedures is recommended. Care should also be exercised during transport or handling to ensure the pump module device lighthouse is not broken or damaged. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer sated that there was no patient involvement.

Event description:
During a cpc site visit on (B)(6) 2018, cracked light houses were reported. There was no patient involvement.